Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been experiencing intermittent yellow battery alarms despite having fully charged batteries. The suspect system controller was exchanged and the pt remains on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the system was operated solely on the white power lead a yellow battery alarm occurred, consistent with the reported event. The yellow battery alarm progressed to a red battery alarm indicating low voltage to the system. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the white power lead, brown conductor that monitors the battery voltage was found to be severed. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file in this event.